Manufacturer narrative:
(B)(4).

Event description:
It was reported that a call was received from the cardiovascular operating room rn. The clinical support specialist (css) returned to the rn on (B)(6) 2014 at 0628 (B)(6). Indication for use: unable to wean from cpb (cardiopulmonary bypass). The rn called the hotline because they had just placed an intra-aortic balloon (iab), fluid filled, through the sheath via femoral without issue while in the operating room. When they initially tried to start the pump it immediately alarmed and the display was a gray blank screen. The rn powered the pump off and back on with the same results. The rn then placed a call to the hotline. The rn stated that they have a different pump now that is working normally. The css first verified that the current pump is providing good support for the patient. The rn stated that there was a delay of about 5 minutes getting the new pump, but that there were no issues related to that delay. There was no report of patient death, complications or injury. No medical/surgical intervention was required. The patient outcome is stable. Additional information received on (B)(4) 2014 per field service report: symptom: no display. Findings/action taken: biomed found loose umbilical cable on rear of control head. Reinserted umbilical cable and performed checkout. The pump is back in service.